Manufacturer narrative:
E: (B)(6) reporter phone (B)(6)

Event description:
Philips received a complaint indicating that the navigation ring was unresponsive. The issue was found at the repair center by the technician, so there was no patient involvement at the time the issue was discovered. Additionally, the device was swapped for another ventilator, but there was no reported delay in therapy or medical intervention. The technician discovered that the navigation ring was unresponsive the technician confirmed that the issue occurred repeatedly, a setting change screen was entered when the issue occurred, and the touchscreen allowed the user to change, accept, or cancel the value. The technician also verified that the jumping value did not accept and change therapy without the user pressing a button, and the ventilator output/delivered therapy did not change without any user input. The technician was not able to evaluate or repair the device as the customer cancelled the repair. Therefore, no onsite work order was generated, and the device was returned to the customer unrepaired. It is unknown what the outcome of the service event was, and no further information was given by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.